Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data provided. The ccc adjusted the centralink data management system rules, as per customer request, to hold any results with the "e143" or "e145" flag in review status and not the rerun status, and add a comment that the sample should be rerun on the analyzer. The customer stated having the result in review status, allows the operator to see the instrument flags associated with the result and take the appropriate action(s). A siemens headquarters support center (hsc) reviewed the event. Hsc determined the centralink data management system is working as designed. When a sample has error flag e143 flag (abnormal assay) the centralink data management system orders a rerun but also orders a hold test to keep the sample from running from the aliquot. The sample tube must be reintroduced to the instrument because the e143 flag indicates a potential issue with the original aliquot. This is intentional and based on the standard operating protocol for the e143 flag. Customers are trained to look for samples that require reruns. The cause of the ammonia patient sample not being repeated is due to human factor issues. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a patient sample for ammonia, was tested and required a repeat test, but their centralink data management system placed the sample in a "rerun" status and the user did not notice this, causing a delay in testing and having a patient to be redrawn. The sample was flagged "e143: abnormal assay", which requires to be retested. There are no known reports of patient intervention or adverse health consequences due to the centralink data management system not repeating the ammonia patient sample.